Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and needed to troubleshoot the transmitter. The customer's blood glucose level was around 400 mg/dl. The customer stated the high reading could have been due to her gall bladder and liver. The customer had received a weak signal alert and lost sensor alarms. The customer performed troubleshooting on the transmitter and it passed. The customer did not troubleshoot for the alarms or high reading. Nothing was replaced or returned for analysis.